Event description:
It was reported that during a follow-up visit, this right atrial (ra) lead dislodged, and the helix mechanism was retracted. Loss of capture, and high capture thresholds were also observed. It was noted that an x-ray was taken after the initial implant procedure, and everything looked fine, and lead measurements were stable. Two weeks later, during the routine follow-up visit, a threshold test was performed and failed because it was not captured even at high output. The settings were changed to a different mode (from ddd->vvi). Another x-ray was taken, which showed that the lead had dislodged, and the helix mechanism was fully retracted. No further intervention was performed at this time. Several months later, on (B)(6) 2022, the patient presented in clinic, experiencing chest tightness/pressure. The physician elected to perform a lead revision procedure to reposition the lead due to self-retraction of the helix mechanism. The revision procedure was successful, and showed that the helix was fully deployed, with normal threshold values observed. A few days later, the patient was experiencing similar symptoms as before. Another x-ray was taken and showed that the helix mechanism was only partially deployed, and was not capturing. Surgical intervention was performed again to replace this lead with a different model. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during a follow-up visit, two weeks after the initial implant procedure, it was observed that this right atrial (ra) lead dislodged, and the helix mechanism was retracted. Loss of capture and high capture thresholds were also observed. It was noted that an x-ray was taken after the initial implant procedure, and that everything looked fine, and lead measurements were stable. During the two week follow-up visit, a threshold test was performed and failed because it was not captured even at higher outputs. The settings were changed to a different mode (from ddd to vvi). Another x-ray was taken, which showed that the lead had dislodged, and the helix mechanism was fully retracted. No further intervention was performed at this time. Several months later, on (B)(6) 2022, the patient presented in clinic, experiencing chest tightness/pressure. A lead revision procedure was performed to reposition the lead due to self-retraction of the helix mechanism. The revision procedure was successful, and showed that the helix mechanism was fully deployed, with normal threshold values observed. Several days later, the patient was experiencing similar symptoms as before. Another x-ray was taken and showed that the helix mechanism was only partially deployed, and was not capturing. Surgical intervention was performed again to replace this lead with a passive fixation lead, as the physician was concerned about the helix mechanism of the original lead. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix, with no abnormalities observed. Typical surgery-related damage is noted, but is not considered abnormal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of failure to capture or high capture thresholds based on normal lead resistance measurements. The dislodgement allegation was not confirmed. Visual inspection found no evidence to support lead dislodgement. Laboratory analysis confirmed the helix difficulty allegation due to the helix housing being clogged with dried blood/body fluid.